Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 3006705815-2017-01663. It was reported that the patient's lead migrated below the implanted location. X ray confirmed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2017, wherein the lead was removed and replaced. It is unknown which lead was revised so both the leads are reported as revised. Effective stimulation was restored post-operatively.